Event description:
Information received indicates the left head siderail will not latch due to a broken center arm assembly.

Manufacturer narrative:
The technician replaced the broken center arm to repair the bed.